Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not deliver basal insulin as intended after insulin in the cartridge reached below 20 units of insulin remaining. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review. The customer maintained that the pump did not function as intended, and declined further troubleshooting for the reported issue. Customer¿s blood glucose level was 240 mg/dl.